Event description:
It was reported that the coating from the zimmer dermatome ii 4 inch width plate began to bubble off and device was not able to be used. The issue was observed during the cleaning process. It was also reported that the dermatome was cleaned and sterilized per zimmer guidelines.

Manufacturer narrative:
The device was not returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.